Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the mfg lots. The investigation could not verify or draw any conclusions about the root cause of the reported infection and device loosening; however, infection after approximately 3-years implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address infection. Loosening of the tibia and femur were noted intraoperatively. Pt was complaining of pain.